Event description:
It was reported that bilateral suture placement in the left and right common femoral arteries (lcfa and rcfa) was attempted with five proglide devices using the pre-close technique to an abdominal aortic aneurysm repair (aaa) interventional procedure. Reportedly, when the plunger was pulled, no sutures were present for harvesting. This occurred with all five devices. The sutures of three new proglide devices were successfully pre-placed. The sheath was upsized to a sheath greater than 8.5f and the aaa repair procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures along with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The four additional proglide devices with reported issues are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no sutures were present for harvesting when the plunger was pulled¿ was not confirmed as not all components were returned for analysis. The guide was separated from the distal end of the guide tube. The posterior and anterior foot were separated and not returned. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A posterior and anterior foot break not returned was found during evaluation of the returned device. The location of the detached foot is unknown. Additionally, a guide break was found.